Event description:
It was reported that a half day infusor had a large white particle floating in the fluid of its bladder. This was found after filling the device with deferoxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured march 3, 2014 ¿ march 4, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified a white elongated particle, approximately 2.90 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy determined that the particle was silicone rubber. The cause of the particulate matter is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.